Event description:
It was reported that the customer experienced skin irritation due to the minilink and glucose sensor. The customer was placed on a sensor and was told to wear it as long as it stayed on, or until the insulin pump gave a weak signal alarm. The customer returned to her scheduled visit, after wearing the sensor for six days, and that is when the irritation was noticed. The customer did not notice any pain or irritation during the six days she wore the device. Nothing further was reported.

Manufacturer narrative:
The device passed the functional test. However, there was contamination on the contact pins. Unable to test for skin irritation after use. Please see MFR report number 2032227-2010-80464 for the report under the glucose sensor.